Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed for an investigation. Review of the device data logs and performance testing could not confirm the internal battery had a reduced level of capacity. The internal battery was replaced by a third party service center. Review of the device data logs revealed the device failure to charge its internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the device failure to charge its internal battery was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.